Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a endoscopic retrograde cholangiopancreotography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during procedure the advanix double pigtail was loaded onto the delivery system and was placed into the bile duct. Upon deployment resistance was met, so the technician pulled the handle of the delivery system with force causing it to break. They used a pair of forceps to complete the deployment but noticed that the inner catheter was separated from the delivery system and remained in the stent. The physician then switched to a double channel end scope and the separated piece of the inner catheter was successfully removed with a rat-tooth forceps. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation found out that the pull wire cap was detached and guide catheter was separated from pull wire. The guide catheter was kinked from the distal end and was stretched from the proximal end. Push catheter was torn at the guidewire port and was kinked both at the distal end of the handle and distal end of the guide wire port. A functional evaluation found the pull wire was stuck and would not move. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during procedure the advanix double pigtail was loaded onto the delivery system and was placed into the bile duct. Upon deployment resistance was met, so the technician pulled the handle of the delivery system with force causing it to break. They used a pair of forceps to complete the deployment but noticed that the inner catheter was separated from the delivery system and remained in the stent. The physician then switched to a double channel end scope and the separated piece of the inner catheter was successfully removed with a rat-tooth forceps. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.